Event description:
It was reported, the patient was no longer receiving effective stimulation. An sjm representative met with the patient multiple times and diagnostic tests showed invalid contacts. Reprogramming was able to resolve the issue. It was also reported, the stimulation causes a very intense pain in his back when he is in certain positions. The patient is scheduled for a revision surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.